Event description:
Patient scheduled for placement of trial intrathecal catheter at cervical one. When procedure was aborted due to difficulty encountered while attempting to pass the catheter through an arachnoid web, the catheter was withdrawn from the tuohy needle, and approximately five centimeters of the catheter was retained in the intrathecal space. The patient will be offered other treatment options.